Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, and had about approximately 3 units of insulin on board (iob) and did not remember delivering a bolus in the last period of time. To treat the low bg level, the customer consumed 8 glucose tablets. Review of the bolus history with tandem technical support showed that a bolus of 3.61 units had been programmed and delivered at 9:58 a.m. After a value of 65 grams was entered into the bolus tab. Subsequently, the customer remembered that the customer delivered a bolus for a snack of two brownies, each worth 18 grams. However, the customer thought that 35-36 grams had been entered into the pump but may have accidentally entered 65 grams. Tandem technical support offered to follow-up for the low bg level; however, the contact declined further follow-up.